Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the hospital after a syncopal episode. There was evidence of oversensed noise which lead to pacing inhibition. This may have contributed to the reported syncope. The sensitivity was adjusted and the lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the hospital after a syncopal episode. There was evidence of oversensed noise which lead to pacing inhibition. This may have contributed to the reported syncope. The sensitivity was adjusted and the lead remains implanted. No additional adverse patient effects were reported.